Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia with continuous glucose readings reported as high and a confirmatory fingerstick of 401 mg/dl after overnight elevation; the user uses an infusion set and reported scar tissue at prior sites, changed the set and location, verified drops during tubing fill, and confirmed insulin delivery. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no third-party assistance, and no use of backup therapy. Investigation included phone-based troubleshooting, infusion set change to a new site with less scar tissue, tubing fill verification, and recommendations to perform a fingerstick and monitor response. Investigation of this case revealed that the specific device-related cause was unclear; the infusion set and cannula appeared normal upon removal, insulin delivery was confirmed, and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.